Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis and another indication. On and unreported date, the patient was treated for the peritonitis with unknown antibiotics. On an unknown date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.